Event description:
A physician reported it was found that a foreign material which was about 1mm long was adhered to the iol after implanting during surgery. It was not clear whether it was a foreign material or a crack, however, the optic part was not affected and thus the surgery was completed without product replacement. There was no postoperative effect on the patient. Additional information has been requested.

Manufacturer narrative:
Device and a foreign material wrapped in a surgical gauze returned . No damage observed to the device. The plunger has been fully activated. Ovd observed in the device. Material wrapped in the surgical gauze sent for laboratory testing. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause for the reported foreign material could not be determined. Comparison of the particle's generated ir spectra to a library of spectra found the best match to be blue tubing. A review of existing controls in the supplier manufacturing process, company manufacturing process, nozzle coating process and a physical review of the eca manufacturing area indicates that there is no evidence that the source of contamination is manufacturing related. The investigation demonstrated company irelands robust methods of safeguarding against introduction and cross contamination of foreign materials such as rubbery synthetic polymer. Device supplier investigation demonstrated a robust process for ensuring for contamination such as rubbery synthetic polymer material is not possible to occur, all flexible tubes present in modules at manufacturing site are well protected and are not blue in colour. No blue tubing is present in nozzle coating process. Based on our investigation findings, the origin of the foreign material could not be determined. The manufacturer internal reference number is: (B)(4).